Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report of failed pm due to under infusion was confirmed and replicated during the investigation. The device was fully evaluated, and the issues is suspected to be associated with the unapproved part (rfid) found inside the pump module. Timed rate accuracy product analysis procedure: the pump module was programmed to infuse a primary infusion at rate of 100 ml/hr. The test infusion completed on schedule and there were no anomalies or unregulated flow observed. The test results measured the actual rate at 94.11 ml/hr (-5.89% error). The specification for this test is ± 5% error, per srd-9580 of the alaris system v12.3 prd; indicating the device was out of specification. Preventive maintenance was performed using asm v12.3 to ensure that the device is operating according to specifications. The pump module failed the rate accuracy test testing without rfid between boards. After as-received tests, the pump was opened for inspection. During this inspection, an rfid was found on top of the bezel, between the boards. The rfid was then removed. Rate accuracy test was performed on the suspect pump module with a known good lab sear temporarily installed for testing purposes only. The device was found to be delivering fluid in specification. Preventive maintenance was performed on the suspect pump module and passed all required task; however, a sear has not been identified to cause under infusions. Only over infusions have been associated with damaged sears. Upon completion of testing, the suspect pump module was disassembled for an internal inspection. Near to the motor and the iui bracket was found a rfid. Bd alaris system user manual (v12.1), do not modify this device. Modifying the device could affect the safety and efficacy of the bd alaristm system. Do not use a device that appears to be damaged. Send the device to biomedical engineering for repair (see inspection requirements on page 366). Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm (see inspection requirements on page 366) the device cases should only be opened by qualified personnel using proper grounding techniques. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace the mechanism assembly as it was disassembled during the investigation. Please replace the door latch assembly. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed pm due to under infusion. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed pm due to under infusion. There was no patient involvement.